Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2023-00085. Section a. Box 2. Age at time of event/date of birth; section a. Box 3. Sex ; section b. Box 3. Date of event; section d. Box 4. Lot #; section d. Box 4. Expiration date; section h. Box 4. Device manufacture date. Evaluation of the returned velocity confirmed that the velocity was fractured. If the velocity is advanced against resistance during use, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of the resistance could not be determined. Further evaluation of the device revealed kinks on the catheter shaft. This damage was incidental to the complaint and the root cause of this could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity), a support catheter, and a guidewire. During the procedure, the physician experienced resistance while advancing the velocity over the guidewire through the support catheter. Subsequently, the velocity would not advance further. Therefore, the physician decided to remove the velocity. While removing the velocity, it was noticed that the proximal end of the velocity was fractured. The physician then removed the remaining segment of the velocity by removing the support catheter under aspiration. The procedure was completed using a new velocity. There was no report of an adverse effect to the patient.